Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a kinked cannula issue. Moreover, she experienced high blood glucose level and she thought she was having a heart attack because of the chest pain. Therefore, emergency services were dispatched and on (B)(6) 2019, the patient was admitted to the hospital with high blood glucose level of 525 mg/dl, where she received insulin drip as corrective treatment. She was released from the hospital on (B)(6) 2019. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.